Event description:
It was reported that a temperature alarm occurred while the pump was charging. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer was informed not to use third-party charging supplies with the pump and was able to clear the alarm and resume insulin delivery. They were advised to monitor the situation and contact support if the issue recurred.